Event description:
The customer reported that the burning smell detected during nebulization occurred while ventilating on a patient. The customer confirmed that no harm or serious injury was associated on this event. Medical intervention was not necessary.

Manufacturer narrative:
Additional information for patient involvement and the end user confirmed there are no more issues with the nebulizer.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The technical team advised the customer to check if the regulated oxygen supply is feeding straight to the nebulizer valve and also advised the customer to check the filters to verify if the smell is really coming from the unit.

Event description:
The customer reported that the bellavista 1000 experienced a burning smell while the nebulizer was running. At this time, there was no information regarding patient involvement.